Event description:
It was reported that the programmer was "wrecked" by strong magnets and was unable to boot. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to boot and the hard drive was replaced to resolve. Once the programmer did boot the screen was observed to be slightly darker in the corner and therefore the inverter printed circuit board was replaced and it was additionally noted that the system fan was intermittently noisy and it was also replaced.